Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "surgical decompression improves symptoms of late peroneal nerve dysfunction after tka" written by joseph p. Ward, md, lynda j.-s. Yang, md, and andrew g. Urquhart, md published by orthopedics april 2013 was reviewed. The article's purpose was to report on a case of a (B)(6) year old woman who received a depuy lcs with cementless femoral component and cemented tibial component and poly insert in r knee. The patella was not resurfaced and the cement manufacturer is unspecified. For months following, she reported episodes of transient pain along lateral aspect of knee and leg. At routine 5 and 10 year follow up with no signs of instability and patella tracked well. The pain progressed especially when walking over several years. She begin develop transient symptoms of numbness over lateral aspect of r knee and leg and dorsum of her foot. She denied any back, buttock or thigh pain. Electrodiagnostic studies were performed and revealed severe peroneal nerve mononeuropathy and dysfunction. Surgical decompression of the peroneal nerve was performed as it was discovered that the peroneal nerve was entrapped by the fascia of the peroneus longus at the fibular neck. Six weeks postoperatively her symptoms all resolved.